Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon marker band issue occurred. The target lesion was located in a coronary artery. A 20mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilation. However, during the procedure, when the balloon was inflated, it was noticed that the proximal marker of the balloon was too distant from the proximal edge of the balloon. For safety reason, the device was removed and replaced with another of the same device. The procedure was then completed successfully. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR. Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, markerbands, balloon and tip were microscopically examined. Inspection of the device presented no damage or irregularities. The balloon was inflated to 12atmospheres (atm) and measured, however since the balloon had previously been used and was inflated an unknown number of times to an unknown atm, the inner is becoming relaxed and an accurate measurement cannot be taken. The markerband is not loose on the inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that balloon marker band issue occurred. The target lesion was located in a coronary artery. A 20mm x 3.00mm nc quantum apex balloon catheter was advanced for dilation. However, during the procedure, when the balloon was inflated, it was noticed that the proximal marker of the balloon was too distant from the proximal edge of the balloon. For safety reason, the device was removed and replaced with another of the same device. The procedure was then completed successfully. No patient complications were reported and the patient's status was stable.